Event description:
It was reported the device had an sd card failure. No patient injury was reported.

Manufacturer narrative:
Brand name, model#, UDI, and PMA/510k are unknown; no additional information was received. The product (sd card) was returned and forwarded to the supplier. This is a supplied item and the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).